Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: product ID 5054 lead implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that the ventricular lead had undefined impedance in bipolar. The lead was switched to unipolar. At the next check, the unipolar ventricular impedance could not be taken. The device and rv lead remains in use. No patient complications have been reported as a result of this event.